Event description:
On 12/11/1997 following a diagnostic procedure an angio-seal device wsa placed. Oozing was noted post device deployment which required 10-15 minutes of manual compression to complete hemostasis. The pt complained of numbness in the procedure leg, but pulses were present and the pt was discharged home. Two days post procedure the pt contacted her physician complaining of pain. The pt chose to go to her local hospital for f/u, where she was noted to have signs of vascular insufficiency distal to the femoral artery. The pt was taken to surgery on 12/16/97 where a thrombectomy was performed. The angio-seal device was reported removed intact. Following this procedure and while in the recovery room, the pt was noted to have positive pulses. F/u on 1/14/1998 states that the pt is doing well, although still complains of leg cramping. The pt's physician feels that the pt has an occlusion at the origin of the sfa or cfa that does not require surgical intervention.